Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 05-dec-2022 to 04-dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the issue is not software related and more on hardware issue. The technical support specialist dialed into the station and found that there was no failed drawer detected on the station and there was no duplicate address error, also checked hsv and no error or failed hardware notice for station 5w0m-pyx. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported by the customer that when using the pyxis medstation es system has duplicate address. The customer confirmed that there was delay occurred due to the reported malfunction. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that station has duplicate address. A technical service specialist confirmed that there is no issue found. The system functioned as intended after troubleshooting.

Event description:
It was reported by the customer that when using the pyxis medstation es system has duplicate address. The customer confirmed that there was delay occurred due to the reported malfunction. There were no adverse events or injuries reported based on this event.